Event description:
Reporter indicated via an implant card that a patient underwent lead revision surgery due to a lead discontinuity. Attempts for further information from the reporter are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.